Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.

Event description:
Caller reported compact plus system blood glucose results of 14 mg/dl and 103 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return.